Event description:
This device was returned with oos documentation from biotronik representative joe witte. Per the oos, in the post op check, this pt had intermittent loss of capture and total loss of sensing with the atrial lead and total loss of capture with the ventricle lead. The next day, x-rays revealed the v lead to be dislodged. It was repositioned; however, the sensing and capture issues remained. The physician elected to replace both leads with medtronic active fixation leads. The physician requested an analysis of the lead.